Manufacturer narrative:
The pump was received with currents in specification and there was no unexpected low battery or button error alarm. There was an intermittent button response due to the moisture damage on the keypad trace. Pump had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer has been using radio shack batteries but he has been having trouble with the battery lasting more than a week. Customer stated that he has been cleaning the battery cap and changing the battery cap to get the pump to work. Customer stated that he has been having trouble with the battery lasting about 5 days. Customer had a button error alarm that could not be cleared. Customer thinks that the pump may have been exposed because he had an insulin reaction. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.